Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to water. There was no reported impact to the customer's blood glucose level. The customer planned to use a backup insulin pump to ensure no interruption in insulin delivery, while technical support arranged for a replacement.